Event description:
Patient was having a left total hip arthroplasty which was completed as planned. During procedure drill bit broke. Imaging was completed per policy and no foreign bodies were found in the patient's wound.